Manufacturer narrative:
The 8mm fenestrated bipolar forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument was not working. The procedure was completed with no reported injury. No fragment(s) fell into the patient's anatomy. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the reported instrument did not move with unintuitive motion but remained static. The instrument jaws were not stuck closed on tissue. The instrument had a broken wire. There was no damage to the conductor wire insulation. There were no reports of unhinged or dislodged jaws. The instrument did not have missing material on the distal end. There was no patient injury. The instrument is available for return for evaluation. Photographic images were not available for review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.